Event description:
It was reported the reservoir had air bubbles that were one centimeter. The air bubbles occurred after 24 hours. The customer doesn't store the insulin at room temp, uses it when customer takes it out of the fridge. Customer does not prefill the reservoirs and didn't rewind with the reservoir in place. No fluids noted in the insulin pump. Customer's blood glucose was unknown. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.